Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed the powerglide pro midline catheter positioned with the top housing facing up. The guidewire and coupler were observed to be fully extended. The safety mechanism was observed to be missing. The handle and catheter were observed to be missing. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during use, the power glide safety mechanism did not engage. No other information was provided.